Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by a company representative who performed a case analysis and additional information from the surgeon/site. According to the doctor, the patient's vision was 20/25 at postop day one. The two diopters of astigmatism was noted at a later postoperative visit so the iol may have moved off axis. The target was +.23; the refractive analysis suggested a +21.50. The doctor choose +22 for 0.02. The first after toric capture image shows a compromised fringe pattern with viscoelastic in the wound, iol tilt and pooling. The refractive analysis measured the amount of astigmatism fairly close to the preop measurements. The preop axis ranged from 174 to 004. 163 was the axis of the refractive analysis measurement. The op note or chart note does not indicate what axis the implant was placed on at the time of surgery. In addition, there is some discrepancy as to what iol was implanted. The refractive analysis and the surgical report indicates a specific iol model was implanted; however, on the 1 month postoperative visit, it indicated that a different model with a different toricity @140 was in place. This axis is 23 degrees off the refractive analysis axis indicating that the iol probably rotated.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had 2 diopters of residual cylinder after surgery. Additional information was provided indicating that the preoperative plan was for a t6 iol and the aberrometer chose a t5. The physician thinks the iol possibly rotated - unsure if it rotated when he removed the viscoelastic. Additional information has been requested.